Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k980414. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the extraction of the test tube from the bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the needle piercing the tube became detached and stuck in the stopper. This resulted in sample leakage into the holder. No adverse impact was reported regarding the patient or user.